Event description:
It was reported a patient underwent revision surgery for treatment of a non-union of the distal femur. The surgeon removed a 12 hold 4.5 locking compression plate (lcp) condylar plate along with nine screws from the plate. The plate was removed because the fracture had not healed and was causing the patient pain. The plate and screws came out without any problems and the non-union fracture was treated with a distal femur prosthesis. There was no surgical delay. The patient status/outcome is unknown. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when non-union occurred. Additional product codes: hty, jdw, hwc. Original implant date unknown. Device history records was conducted. The report indicates that the part mfg date: 07/28/2011, part exp. Date: n/a (for s part numbers), review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm condylar plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.